Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735786 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735821 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735764r (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. H6: multiple annex g codes were reported. G5001 corresponds to concomitant product 9735821 that comprises the reported event. G2007 corresponds to concomitant products 9735786 and 9735764r that comprises the reported event. Multiple fdd/annex a codes were reported. A12 was coded for the positioning sensor unit (psu) recognition failure. A05 was coded for the damage that was found. A110201 was coded for the startup failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a pc startup failure. During the inspection of the navigation system, it was noted that upon powering on, an english message continuously looped, indicating a positioning sensor unit (psu) recognition failure. Issue identification through operation check: present or absent. Visual inspection results (including internal device abnormalities): damage such as deformation was confirmed visually. Other malfunctions beyond the reported incident (including suspected causes): based on the above and below information, the specific or potential cause is unknown. Confirmation results of the reported incident (including log verification): the malfunction reported by the hospital was confirmed. No patient was present.

Manufacturer narrative:
H3: analysis was performed for product: 9735821, lot number: p903779. It was reported that a check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The positioning sensor unit (psu) failed an accuracy test (aak) at .885mm with a passing threshold of .250mm. Codes b01, c08 and d02 are applicable to this analysis. H3: analysis was performed for product: 9735764, lot number: 2250f01910. It was reported that the computer passed all fa (failure analysis) testing with the exception of the 3.5mm sound. When os solid state drive (ssd) was inserted, the computer did not boot to login screen, and displayed "no signal detected". Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.